Event description:
It was initially reported that an alarm was heard and confirmed by telemetry as non-critical; however the reason was not known. It was stated it occurred before the last refill which was on (B)(6) 2011. Alarm was also heard on the (B)(6) 2011 and occurred every 10 minutes from 3 pm - 2 am. It was also noted that it was heard after his hyperbaric chamber session. It was later reported by the healthcare provider that the event was due to "premature battery depletion." Signs and symptoms included "loss of analgesia." The pump was replaced. Pt was not hospitalized and the outcome was stated as "no injury."

Manufacturer narrative:
(B)(4).